Event description:
During a prodisc anterior lumbar case arthroplasty: the poly inlay went down about halfway down the rails and jammed. The surgeon attempted to insert another poly inlay and it also jammed about half way down the inserter rails. The sales consultant believes that a small piece of bone fragment may have lodged in the interior end plate and jammed up the rail track. The surgeon removed the prodisc l implant and replaced it with the synthes synfix-lr fusion device. The procedure was completed and there was no delay. It is noted: after cleaning the unused poly inlays and rails, they slide up and down smoothly without issue. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis the failure mode described - cannot fully seat inlay into inferior endplate - is captured on the current risk analysis for prodisc-l as line 4.9. The patient harm of a significant elongation of or time due to abandoning of the prodisc-l procedure to a fusion system is also captured within that line item as a separate harm category. The severity (3) and occurrence (1) for this hazard/harm are appropriate. The current controls pertaining to surgeon training, technique manual, and tolerance stack ensuring inlay fit within the inferior endplate remain appropriate. Current potential causes listed on the risk analysis for this failure mode include: inadequate training and/or improper surgical technique (including misaligned access exposure or inadequate discectomy / remobilization, damage or deformation to inferior endplate or inlay, inserter pin deformation or damage). Soft tissue obstructing inlay path. In the complaint description, there are notes describing how it was believed that a bone fragment may have blocked the endplate rails. It was also noted that upon cleaning, the unused inlays slid smoothly with the components. Upon evaluation of the returned inlays, there was a noticeable arc of plastic deformation on the underside of the snap lock mechanism on each inlay. This arc of plastic deformation matches the profile of the anterior rim of the inferior endplate, where forceful contact must have occurred as the user struggled to advance the inlay. The damage for both inlays was located at the same location, ~ 3/8 inch past the anterior tip, supporting the proposed theory that the inlays were prevented from advancing at the same location within the inferior endplate. The inferior endplate was checked by pd with a new poly inlay, and no rail tracking issues were detected as the new inlay slide smoothly in the returned endplate without unexpected resistance as the snap lock engaged. Additional causes for this hazard include misaligned access exposures and distorted inserter pins. Transportation of the polyethylene inlay from the inserter rails to the inferior endplate requires adequate parallel alignment of the instrument and implanted inferior endplate grooves. As specified in the technique, the access incision and exposure should allow for the direct visualization of the disc space. If the access is slightly off and does not allow this alignment to occur, the inlay may be difficult to advance into the endplate. This can especially occur at l5-s1, where the angle of the disc space can make the necessary access difficult. Use of instruments with distorted pins could also alter the alignment between the instrument and the endplate grooves. However, since neither the spine level treated is reported in this complaint, nor the inserter returned with the implant components for evaluation, the contribution of these factors is difficult to determine. It should also be noted that abnormal deformation was detected on the superior surface of the inlays matching the tip profile of the inlay pusher. This pusher should normally apply force on the anterior lip of the inlay, however the location of the deformation indicates that the user may have used the pusher without the inserter in an attempt to advance the inlay into the endplate. The root cause for the inability to fully seat the polyethylene inlays in this case could not be determined. The most possible cause pertains to the theorized bone fragment lodged in the inferior endplate as listed in the complaint description by the sales consultant. Other potential factors could include a misaligned access exposure or deformed inserter tips, however the instrument was not returned with the implant components for evaluation to determine their contribution to this case.

Event description:
This report is #2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). The packaging label log showed that the required labels were present and met requirements. The DHR release check lists did not show any non-conformities. Part received had an inlay assembled in it upon disassembly, the part had visual damage to the inlay channel. Damage is post-manufacturing. All relevant features were measured and found to conform to specifications. For feature: 1.00 - 1.05 inlay channel height - the go gage experienced a slight drag midway down the channel, however, the gage did pass the feature. Visual inspection of the inlay channel revealed damage, noted in the as received condition, that is responsible for the drag on the gage. The complaint description does not indicate that there were any issues with the function of the inferior end plate.